Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during a follow up, the pocket incision was inspected and appeared to be infected. Erosion was also noted. This was the patients second case of infection and a decision was made to extract the entire system. No complications during procedure and patient was stable post procedure.